Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 155, 181, 177, and 318 mg/dl, within 10 minutes. Not within lifescan criteria for precision, however the pt was not applying blood correctly or cleaning puncture site correctly.no medical attention was received. No action taken by the pt following use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. Based on the info obtained from the pt there is an indication the product malfunctioned. (Control solution) the meter and test strips were replaced with return expected.